Event description:
The account noticed an increase of reactive rates for prism htlv-I/htlv-ii. The account started using prism htlv-I/htlv-ii reagent lot 71580m100 in 2009. Nineteen repeatedly reactive results, just above the cutoff, were generated from healthy donors with the new reagent lot. The account stated that some of the specimens did not confirm with another method (htlv-I/ii eia or htil) but does not have specific data regarding the number of prism htlv-I/htlv-ii repeatedly reactive donors that were sent for additional testing or the results of additional testing. Through troubleshooting, the account performed an optics check on the prism analyzer which failed. The account cleaned the light pipes, which appeared dirty, and repeated the optics check which passed. No impact to patient management was reported.

Event description:
The account supplied additional information that there were 11 samples that were prism htlv-I/htlv-ii repeatedly reactive but were negative by eia method. No specific data was provided for the ll samples.

Manufacturer narrative:
(B)(4). Evaluation - field data related to the issue within the complaint (elevated reactive rates) from multiple customers and reagent kits from lot 71580m100 were reviewed in this investigation. A review of field data was performed. Initial and repeat reactive rates of lot 71580m100 were compared to the upper 95% confidence limits in the prism htlv-I/htlv-ii package insert (commodity (B)(4)) for the combined serum/plasma population, as well as for the serum population. A product deficiency has been identified in that prism htlv-I/htlv-ii reagent kit list 6e50-68 lot 71580m100 are exhibiting initial and repeat reactive rates greater than the package insert upper 95% confidence limits. An investigation has been initiated to determine cause.

Manufacturer narrative:
Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4): reactivity originating from the htlv-I viral lysate. Thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since (B)(6) 2008. There was no impact to product functionality or product performance. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.